Event description:
A malfunction was reported on a customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support decided to replace the pump since the malfunction code could not be reset. The customer would use multiple daily injections (mdi) as a temporary backup therapy. They were informed about the pump's software update and the procedure for using the replacement pump, including instructions on how to manage the g7 sensor and storage mode. Additionally, the customer was instructed to return the defective pump using the provided shipping materials.